Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up visit, device was post-paced t-wave oversensing. Patient did not receive therapy during the oversensing. Recommended programming changes were made. Patient was stable.